Event description:
It was reported that during a da vinci prostatectomy procedure, one tip of the monopolar curved scissors instrument broke and fell into the pt. The broken piece was retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument and broken blade were returned and evaluated. Per the customer reported complaint, the broken blade had fractured at the cross section of the cable crimp. The fracture plane is straight and the intact blade does not exhibit damage at the tip. No other damage was found.